Event description:
Add'l info rec'd info from MFR 5/17/2004; the device was not originally returned to zoll medical technical service for evaluation. Subsequent to this event, the device was returned for evaluation, as a result of a second pt event reported under medwatch report #1220908-2004-00467. The device was evaluated for the reported malfunction by the facility biomed dept, after extensive testing, the engineering was unable to duplicate the reported malfunction. The device performed according to specification. The electrodes from the reported event were not available for evaluation. The device was returned to service.

Event description:
Pt coded while in care of first responders. Medical transport crew responded and found pt pulseless and apneic. Pt put on zoll m series ECG using stat pads and leads. From start to end of ECG, monitor said, "poor pad contact" intermittently and crew had to manipulate it to get it to trace. All leads were checked and pt stat pads were checked. Monitor was checked to make sure everything was plugged in. Everything seemed to be in order. Pt's rhythm degraded from pea to v-fib. Monitor was charged to shock. It would not deliver shock, saying "poor pad contact". After several attempts, monitor charge was dumped. Pt's rhythm showed st with pulse (which pt maintained) when monitor turned back on. Pt self converted. Equipment removed from service and sent to internal biomed dept for eval. Multifunction cable was checked and no breaks or damage were noted. The impedance reading fell within specs. Outputs tested. This loaner unit was returned back to service.